Event description:
The manufacturer received information alleging the ventilator stopped delivering breaths. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleged the ventilator stopped delivering breaths. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated or confirmed. The device was found to operate and alarm as designed.